Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2015, their sensor wire was broken. It was reported that the patient was taken to urgent care for pain at the insertion site and fever. It was discovered the fever was from a urinary tract infection. Patient isn't sure if the wire is still under the skin but will continue to monitor it. No additional even or patient information is available.